Event description:
Patient was referred for replacement surgery and prior to the replacement, patient presented with high lead impedance. Patient then had their generator replaced and diagnostics again showed high lead impedance. The patients generator was not programmed on following the replacement surgery. X-rays were performed for the patient; however the x-rays have not been received or reviewed by the manufacturer to date. The physician believes the cause of the high lead impedance is due to a micro facture. No visual breaks were noted to be seen in surgery. The only troubleshooting steps performed during surgery were replacing the generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.